Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. There was no sign of a production issue. The lead was implanted for 106 months. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - it reported that after 9 years the shock impedance was out of range with >150 ohms. A lead fracture is suspected. No adverse patient side effects were reported. The lead was capped.